Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023.

Event description:
It was reported that the patient underwent explant procedure due to doctor did the wiring incorrectly. No further information has been obtained.

Event description:
It was reported that the patient underwent explant procedure due to doctor did the wiring incorrectly. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block (d4): unique identifier (UDI).